Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: kne-oss-stems-unk; p/n: unk, l/n: unk, kne-oss-tibial trays-unk; p/n: unk, l/n: unk, kne-oss-femorals-unk; p/n: unk, l/n: unk, kne-oss-bearings-unk; p/n: unk, l/n: unk, kne-oss-augments-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00524, 0001825034 - 2020 - 00525, 0001825034 - 2020 - 00526. Product location is unknown.

Event description:
It was reported the patient had a revision procedure approximately 4 years post-implantation due fractured femoral stem. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through review of medical records provided. X-rays taken identified hardware fracture of the distal femoral diaphysis. Periprosthetic lucencies were found surrounding the femoral and tibial hardware, which may suggest loosening and intability that can predispose fracture. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.